Event description:
A customer called beckman coulter regarding two discrepant urine test results from two pts. The customer indicated that urine samples from pt a and b were tested with an icon 25 hcg test kit. The hcg result for pt a was negative (-). The pt previously had a positive (+) test result on a home pregnancy test kit (brand unk). A serum sample was collected on the same day (as the dr's office visit) and sent for hcg testing. The qualitative hcg (quidel quickvue) result was positive (+). The quantitative test result wa 33 miu/ml. The hcg result for pt b was negative (-). A serum sample was collected the same day tested quantitatively for hcg. The quantitative bhcg result was 129,885 miu/ml. There has been no change to pt treatment that can be attributed to this event.